Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: it was reported that half of the staple line was formed. What was the appearance of the deployed staples (irregular, legs straight, b-formation)? Staples legs remained straight. Did the device partially fire; started to staple and cut but could not be completed circumferentially? Cutting line was good, but staples didn¿t formed well. Was the cut line fully circumferential around the target tissue and half of the staples deployed (incomplete staple line)? Yes.

Event description:
It was reported that during a right hemicolectomy procedure, during surgery when the device was used only the half of the staple line was formed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n54614. The analysis results found that the cdh25a device arrived in good visual condition with only two partially formed present in the pockets and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.